Manufacturer narrative:
Non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that she was in the hospital with uncontrollable pain in her lower back. The patient reported that the pain referral group suggested she call and see if a manufacturer¿s representative (rep) could come out and adjust her ins. The patient saw her healthcare provider (hcp) on the day of the report. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.